Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 68mm aaa. It was reported that during the index procedure etbf3616c145ej was placed in the left main, and the contralateral side limb etlw1613c124ej and a non-medtronic limb were placed. The bifurcate was deployed and the entire unit was moved upwards to retract the spindle. During this maneuver, the spindle got caught in the suprarenal stents. The physician tried to turn the entire delivery system slightly left and right to remove it from the suprarenal stents, but it did not come off, and then ended up turning it too far in one direction. The delivery system was then released by turning it in the opposite direction, but one of the suprarenal stents had collapsed inward. The catch was released by ballooning, and the spindle could be guided onto the suprarenal stent. In order to retract the spindle, the back-end wheel was rotated fully but the spindle could not be fully retracted. The physician also attempted to retract it onto the suprarenal stent and it was docked, but a gap arose between the outer sheath and the spindle. Disassembling the screw gear handle was suggested as a possible action but it was rejected. The delivery system was carefully removed it as it was. The removal was smooth without catching during removal. Balloon touchup was performed to the suprarenal stent which had collapsed inward but it remained the same. Finally, the patients access was viewed angiographically to confirm that there was no damage, and the proc edure was then completed. Per the physician the cause of the event was related to the patient's anatomy due to advanced tortuosity. No additional clinical sequalae were provided and the patient is fine.